Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call low blood glucose levels. Customer's blood glucose level was 37 mg/dl. Troubleshooting for low blood glucose levels was performed. Customer woke up with low blood glucose and was sweating. Customer treated their low blood glucose with food, changed out their set and changed their basal rates. Customer also experienced high blood glucose prior to going low but declined to troubleshoot and felt fine.